Event description:
(B)(6) study. It was reported that complete heart block occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer was placed and then the aortic valve was treated deployment of a 27mm lotus edge valve. Successful deployment of the lotus edge valve involved complete resheathing of the valve into the proper anatomical location. One (1) day post index procedure, ECG revealed complete heart block. The subject was on a temporary pacing during the index procedure due to the av block. Subject was on xarelto. Telemetry showed minimal r-r variation and his ventricular rates are 55 bpm. Electrophysiology was consulted and a permanent cardiac pacemaker was recommended. A new non-boston scientific permanent pacemaker was successfully implanted. One (1) day post index procedure, the event was considered resolved and the subject was discharged.